Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient did not respond to a properly emitted alarm).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 427mg/dl with abdominal pain and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the patient received tdd max limit warning and did not respond to the alarm. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/17/2017 with the following findings: no device malfunctions were revealed during investigation. The pump history shows the user had the max daily delivery set to 1.0u. The user was running basal program 1; basal program 1 was set to 1.40u/hr at 00:00, 0.00u/hr at 01.00 and 1.70u/hr at 05:00 for total of 33.700u/day. #2. The black box shows multiple eaw165- exceeds max tdd limit beginning (B)(6) 2017 at 05:19; the alarm was confirmed 11 times. Pump was then manually suspended at 10:01; deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. The basal program was adjusted to an appropriate rate for investigation. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).